Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances and gets buzzing in her legs. The buzzing is more significant in the right leg and was found to have inferior lead migration. The patient underwent an scs lead replacement procedure and was doing well postoperatively. Patients device is working correctly and nothing will return.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7112543, UDI: (B)(4).